Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to pain and suspected avascular necrosis.

Manufacturer narrative:
(B)(4).